Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a patient underwent implant of a 25 mm portico tavi valve on (B)(6) 2021. Post procedure, the patient had a temporary pacer placed. Two days post implant, on 17 december, 2021 the patient underwent a permanent pacemaker implant procedure. No additional information has been provided.

Manufacturer narrative:
An event of pacemaker implantation post procedure was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.